Manufacturer narrative:
Additional information that was missed on the initial report is being added: a3 - gender - ni. B6 - relevant tests/laboratory data, including dates - not provided. B7 - other relevant history, including preexisting medical conditions. (E.g.,allergies,race,pregnancy,smoking and alcohol use, hepatic/renal dysfunction, etc.) --- not provided. D4 - model # - na. - serieal # - na. 7a - is this a single-use device that was reprocessed and reused on a patient?(select asku for unknown) -- no. D8 - no. H5 - labeled for single use? - yes. H6 - component code - 4755. H8 - usage of device - initial use of device. This is a follow up report for this additional information. Device received for this event is being corrected from unknown xive abutment catalog # unk xive abutment to fri screw for estheticbase d3,4-5,5 catalog # 32464305. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
In this event it is reported that a screw fractured for an unknown xive abutment and that a patient experienced a dental implant loss. Screw fragment was not retrievable.